Event description:
The surgeon was attempting to insert an aq2010v three-piece silicone lens into the patient's eye and realized the lens was starting to tear. The surgeon decided to quit using this lens. The lens was not completely inserted into the eye and there was no patient injury.